Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call about the low blood glucose levels. Customer¿s blood glucose value was 48 mg/dl and current blood glucose level is 103 mg/dl later. Customer stated that he takes carbs in and it gives him 1.7 units and then he stated that he has 0.7 and if he gives himself that its too much insulin. Customer declined troubleshooting for high blood glucose. Insulin pump will not be returned for analysis.